Manufacturer narrative:
Our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. The samples were subjected to a catheter adapter leakage test where both samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated. As this is the first reported leakage complaint and the only occurrence for this lot, it is likely an isolated case. Current controls include an in-process visual inspection and a catheter adapter leakage test to check for any damaged product or leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd neoflon pro 24ga 0.7mm od 19mm l leaked ¿ when inserting a pvk, blood leaks between the part inserted into the vessel and the plastic where it is attached. Lot 4084048p64.¿